Event description:
It was reported that, during an internal fixation surgery of a tibial fracture, the tip of an evos small 2.0mm drill w/ao qc short broke due to excessive force. The tip of was not removed and remained inside the patient. It was impossible to remove and the doctor chose to leave it there the procedure was resumed, without any delay, using a s+n back-up device. No further issues were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the evos small 2.0mm drill w/ao qc short fractured. The clinical/medical investigation concluded that the drill tips broke due to ¿excessive force¿ (user technique) which does not support a device malperformance. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. The patient impact includes the two retained drill tip fragments which were reportedly ¿impossible to remove¿ along with the use of backup devices, and although unlikely, possible micro-motion and/or migration, and local irritation/discomfort cannot be definitively ruled out. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use documents for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.